Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar grasper involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of "tip is melting". The fenestrated bipolar grasper was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The root cause is attributed to mishandling/misuse. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The electrical continuity test still passed. An additional observation not reported was that the fenestrated bipolar grasper instrument was found with insulation damage to the conductor wire. Damage was observed near the yaw pulley exit, exposing bare wire. The electrical continuity test still passed. Insulation material was missing from the conductor wire, approximately 0.07¿ x 0.03¿. Failure analysis found the additional failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire. A review of the device logs for the fenestrated bipolar forceps part# 471205-17 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar grasper instrument was last used on (B)(6) 2022 via system sk1326 in a low anterior resection surgical procedure. There were 8 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps tip was found melted. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: it was unknown if the thermal damage was found prior to or after reprocessing. Per last usage, the instrument was inspected prior to use and there was no damage noted. After the completion of the procedure, the instrument was inspected and no damage was noted. The reporter did not know if the instrument collided with any other instrument or tool during the procedure. No arcing was observed during the procedure. The procedure was completed robotically with no report of patient injury.